Event description:
A customer reported to beckman coulter inc. (Bec) that an erroneously elevated beta human chorionic gonadotropin (total bhcg) result of 16 miu/ml, above the normal reference range, was generated by unicel dxi 800 access immunoassay system for one patient. The result was not reported out of the laboratory. Repeat testing on an alternate instrument produced a result of 0 miu/ml, below the normal reference range, and the result was not questioned by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection device, centrifugation, and patient information have not been supplied. Qc was performing within the established ranges on the date of the event. A system check performed on 09/06/2011 by the customer passed within instrument specifications. The customer repeated other patient samples tested near the time of the event and no other issues were discovered. Service was on site (B)(4) 2011. The bec field service engineer (fse) performed a high sensitivity system check, which produced results within the instrument specifications. The fse indicated the instrument was operating within the specifications and no hardware issues were noted. A definitive root cause for this event was not determined.